Event description:
It was reported that the patient's first program didn't help and two subsequent ones didn't help either. The patient reportedly soaked one pad on one of the programs while she was walking and urinated a bit on another pad while on a different program. The reporter indicated that the patient felt "tingling" down her right leg and toes, which "made her toes curl" when she lay down. The patient tried another program, but that "seemed to stimulate in her left cheek." This particular program however helped the patient the most with symptoms. It was noted that the patient was disappointed with results. Follow-up with the patient's healthcare provider (hcp) indicated that the cause of the event was that the patient increased the "intensity" of the device. The patient's program was changed and intensity decreased. It was later reported that the patient was seen on (B)(6) 2013 for the "shock" feeling during which time settings were adjusted by the patient's hcp. The patient was subsequently seen on (B)(6) 2013 to address concerns of allergy to nickel. This metal concern was not resolved as the patient was informed that "it was simply healing." It was noted that the patient was going to follow-up if she still had issues.

Manufacturer narrative:
Product ID: 3889-28, lot# va0715n, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the location (down her right leg and toes) was not where the patient was "supposed to" feel the stimulation, so they turned it down. It was noted that the patient was disappointed with results because she urinated "too much". It was reported that the patient "peed" halfway on a walk but it wasn't a "gusher". (B)(6) 2013 lfc (hcp): follow-up with the patient's healthcare provider (hcp) indicated that the cause of the event was that the patient increased the "intensity" of the device. The patient's program was changed and intensity decreased. (B)(6) 2013 patltr (con): it was later reported that the patient was seen on (B)(6) 2013 for the "shock" feeling during which time settings were adjusted by the patient's hcp. The patient was subsequently seen on (B)(6) 2013 to address concerns of allergy to nickel. This metal concern was not resolved as the patient was informed that "it was simply healing" it was noted that the patient was going to follow-up in the summer if she still had issues.